Manufacturer narrative:
D10: (B)(6) - 02-022-45-5040 - truliant tib fit tray cem sz 5f / 4t, (B)(6) - 02-022-35-5009 - truliant tib imp ps insert sz 5 9mm, (B)(6) - 200-07-35 - advanced patella 35mm 3 peg implant. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00853. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 52 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening, osteolysis, pain, scar tissue, swelling/edema, and synovitis. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.